Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation description of event: as reported, a retrospective review was conducted on cases of placenta previa, including low-lying placenta, that underwent cesarean section after 22 weeks of gestation and one-month postpartum check-up from january 2018 to march 2023. In eighty-two cases, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). All cases had a two-layer suture of the uterine myometrium. The bakri was inserted either transabdominally during surgery or transvaginally post-op. Gauze was placed in the vagina to prevent prolapse and it was typically removed the day after surgery. During the period from discharge to the one-month check-up, there were 2 cases that required consultation or telephone advice due to increased bleeding or fever. At the one-month check-up, thinning or wedge-shaped depressions at the uterine suture site were observed in 3 cases; however, these findings are not attributed to device performance and are considered consistent with normal postoperative healing, which may vary depending on patient-specific factors and surgical technique, including incision and suturing methods. There were 4 cases with intrauterine retention that required follow-up; specific details regarding the follow ups were not documented. No device malfunctions were reported in any cases. No additional patient consequences were reported. The article for this report was presented at a conference in japan and a fully translated version is currently not available. Reviews of the instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Cook completed a review of the product dmr, there are sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a trackwise search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field the product IFU, provides the following information to the user related to the reported failure mode: warnings "this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding." "Patient monitoring is an integral part of managing postpartum hemorrhage. Signs of deteriorated or non-improving condition should lead to a more aggressive treatment and management of patient uterine bleeding." "Patient urine output should be monitored while the bakri postpartum balloon is in use." Based on the information provided, no product returned, and the results of the investigation, a definitive cause of the events could not be determined from the available information. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a retrospective review was conducted on cases of placenta previa, including low-lying placenta, that underwent cesarean section after 22 weeks of gestation and one-month postpartum check-up from january 2018 to march 2023. In eighty-two cases, a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). All cases had a two-layer suture of the uterine myometrium. The bakri was inserted either transabdominally during surgery or transvaginally post-op. Gauze was placed in the vagina to prevent prolapse and it was typically removed the day after surgery. During the period from discharge to the one-month check-up, there were 2 cases that required consultation or telephone advice due to increased bleeding or fever. At the one-month check-up, thinning or wedge-shaped depressions at the uterine suture site were observed in 3 cases; however, these findings are not attributed to device performance and are considered consistent with normal postoperative healing, which may vary depending on patient-specific factors and surgical technique, including incision and suturing methods. There were 4 cases with intrauterine retention that required follow-up; specific details regarding the follow ups were not documented. No device malfunctions were reported in any cases. No additional patient consequences were reported. The article for this report was presented at a conference in japan and a fully translated version is currently not available.